Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the epg unexpectedly shut down. It was noted however that it was unable to power up with known good batteries. The negative battery contact (spring) was noted to be contaminated. The lower case; negative battery spring (contact), battery drawer shorting bar and battery drawer were contaminated. Both output connector nuts were noted to be discolored. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) unexpectedly shut down. It was noted that the batteries were replaced however the same issue recurred. No patient complications have been reported as a result of this event.